Event description:
While in use, the boom of the lift allegedly jerked upwards suddenly, causing the consumer to fall from the sling. Although injury is alleged, the specific injury and extent have not been provided at this time.

Manufacturer narrative:
During a transfer, the caregiver alleges the lift jerked resulting in the patient to fall from the sling. No details of alleged injury were provided. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. Device has been in service for over 3 years. Product has not been returned for evaluation at this time so, it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance, or a transfer error has occurred that may have caused or contributed to this incident. MDR filed as a conservative measure.